Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was returned for evaluation. Device analysis observed contrast media throughout the balloon. There was no damage to the balloon material. Two of four blades were exposed (i.e.) "Not positioned within the balloon folds". Also, 1cm of 1 blade and pad had lifted from its proximal edge. This is consistent with the blade meeting resistance (i.e.) "Sheath during attempted removal and resulted in the blade and pad being partially lifted from the balloon". The blade was lifted toward a distal direction which would be consistent with the removal of the balloon from the sheath/patient. The remaining 3 blades did not exhibit any damage. A non bsc introducer sheath was also returned with the device. The sheath was not to have split from approximately 8.8cm from the distal edge of the sheath. This damage is consistent with the pcb 2cm balloon being retracted through the sheath, and the sheath meeting resistance with a blade resulting in the blade cutting the sheath. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that there were no difficulties in deflating the balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that vessel damage occurred. A 8.00mm/2.0cm/90cm peripheral cutting balloon was selected to treat in unspecified target lesion. Upon removal of the device, it was noted that the balloon was not folded back enough. It was further noted that the device became stuck in the vessel and on the sheath. The device was able to be removed after the surgeon did some pulling. However, it was observed that the vessel was a bit dilated after removal. Application of pressure for a few minutes closed the dilated vessel. The procedure was completed with this device. There were no further patient complications reported and the patients condition is stable.